Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump does not vibrate. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer changed the battery and was assisted with a self-test but the insulin pump would not vibrate. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump had no vibration alert due to a broken wire on the vibrator motor. The insulin pump was received with minor scratches on the display window.